Manufacturer narrative:
Upon receipt, the device was unable to be interrogated. The device was decontaminated, and a visual inspection was performed, which revealed no physical anomalies. Device functional testing was performed, and during testing the inductive telemetry was unable to be established. The device was opened and testing of the hybrid circuits were performed. There was an anomaly noted with the u2 hybrid integrated circuit. The reported event of the inability to interrogate the device was confirmed, and was isolated to the anomaly found in the u2 hybrid integrated circuit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device could not be interrogated. Another programmer was used, and the device was still unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was stable with no consequences.